Event description:
It was reported via literature article that adverse events occurred. All patients were successfully treated with therasphere. All patients reported ctcae grade 1-2 effects: fatigue (n = 5), nausea (n = 2), anorexia (n = 2), constipation (n = 1), and ascites (n = 1).

Manufacturer narrative:
Based on the nature of this product, we are unable to provide the complete unique identifier (UDI) and other product specific information. B3: date of event and d6a: implant date estimated using earliest possible date: patients in this study were treated with therasphere between january 2007 and january 2024. Alzein, m., gordon, a., & hussain, m. (2025) yttrium-90 radioembolization for androgen-independent prostate cancer metastasis to the liver. Academic radiology, 33(3), 1005-1011. Https://doi.org/10.1016/j.acra.2025.11.025.